Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: noise (error e226) and error e216 (scope communication error) which occurred due to an imaging unit failure. The reportable event of noise (e226) is detectable and preventable by handling device in accordance with the following IFU. "3.7 connection of the endoscope and ancillary equipment." Based on the results of the investigation, the root cause could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited noise (error e226) and error e216 (scope communication error) which occurred due to an imaging unit failure. There were no reports of patient.